Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after initial ilet training and a meal, the user experienced hyperglycemia with a peak blood glucose of 256 mg/dl that persisted for approximately two hours, during which the ilet did not generate a high or low glucose alert; the user planned to allow the ilet additional time to correct. Symptoms included feeling fine without reported adverse clinical effects. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding early-use glycemic behavior and device adaptation based on user weight. Investigation of this case revealed no device alerts and no evidence of device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.